Event description:
Pt had elbow arthroplasty procedure in 2003. Around 2008, the pt fell and x-rays showed an ulna component fracture. Pt on thirteen days later, showed device failure as the device had broken. Dates of use: 2008.